Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va05cbs, implanted: (B)(6) 2013. Product type: lead: product ID 3389s-40, lot# va07k5n, implanted: (B)(6) 2013. Product type: lead: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced confusion, increased irritability, urinary incontinence, and hallucinations. The patient was also argumentative. The patient was hospitalized for observation. The event resolved without sequelae on (B)(6) 2013. The event was considered to be post operative sequela.